Manufacturer narrative:
An event regarding femoral stem subsidence involving a securfit stem was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
It was reported that there was a left hip revision because the stem subsided.

Event description:
It was reported that there was a left hip revision because the stem subsided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.